Event description:
5 minutes after the patient's treatment was initiated, she complained of shortness of breath and feeling bad. Her treatment was discontinued and the blood discarded. She was restarted on a dry pack m151 without further problems. She is back on a pre processed dialyzer and has not had any problems since a similar incident occured on 8/26/93. The patient appears to have had a reaction to an unknown substance in the dialyzer.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.